Event description:
The product was returned with no info. The manufacturer's device tracking system indicated that the pt had expired. No cause of death or relationship of the pt's death to the stimulation therapy was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178200909288.